Event description:
Customer states that he inserted an undosed strip into the device and the device displayed a result of lo. No action was taken based on this result. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent